Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering as they bloused themselves and they did not went down. Customer¿s blood glucose level was 300 mg/dl. Customer was treated with insulin pump. Previously, customer did performed high pressure test and it was passed. Customer had been using insulin pump within 48 hours of reported event. The insulin pump will be returned for analysis.